Event description:
It was reported that during an in-clinic follow-up, the device of a pacemaker dependent patient was interrogated and revealed episodes of oversensing due to a loss of capture and fusion beats. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.